Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted. Tandem technical support had the customer perform a system check and the occlusion appeared to be possibly related to the infusion site. Reportedly, the customer was using humalog insulin in the cartridge for 3-4 days.